Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 437 mg/dl. The customer stated that her insulin pump had a blank display at the time of the event. The customer also stated that the battery had been removed for 10 minutes and then replaced with a brand new one, but the blank display still persisted. The customer further stated that there was no corrosion or damage of any kind. Nothing further was reported.